Event description:
Tech alleged the bed had no intellidrive functions. No pt impact.

Manufacturer narrative:
The tech found the front seal of the hydraulic cylinder is leaking hydraulic fluid leaked onto the intellidrive electrical panel. The tech replaced the hi/low cylinder, battery and the power assist control module to resolve the issue.